Event description:
The consumer reported accidental inhalation of the binaxnow covid-19 antigen self-test reagent on (B)(6) 2022. The consumer reportedly added drops of the reagent instead of his medication to a nebulizer. The customer was seeking advice on their next steps and was directed to contact poison control. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact poison control. A supplemental report will be provided if any additional is obtained.